Event description:
On 8/22/2000, the facility's specialty coordinator, surgery informed the MFR's sales rep of the following: the device catheter fractured, apparent "pinch-off." No further details were provided.